Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2010. According to the complainant, they performed a polypectomy. They positioned the clip on the site and deployed the clip however, the clip would not release from the catheter. It was reported that the physician was able to manipulate the clip off the site. In addition, it was reported that this event did not cause any bleeding or tissue damage. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient information not available. The device has not been received for analysis as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and was not returned. The control wire was separated per design. It was also noticed that there was a kink in the control wire near the handle. The most probable root cause has been determined to be operational context as evident by the kink in the control wire which was most likely due to anatomical/procedural factors encountered during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2010. According to the complainant, they performed a polypectomy. They positioned the clip on the site and deployed the clip however, the clip would not release from the catheter. It was reported that the physician was able to manipulate the clip off the site. In addition, it was reported that this event did not cause any bleeding or tissue damage. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.